Event description:
A surgeon reported that possible glistenings were observed on or in the intraocular lens (iol) on the first postoperative day. Add'l info was received from the surgeon, who reported "the phenomenon like glistening has almost disappeared though it was observed by oblique illumination." He stated the visual acuity is good and the "phenomenon might not be glistenings." It was reported there was no impact to the pt. Add'l info has been requested.

Manufacturer narrative:
The product has not been received for eval. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).